Event description:
It was reported that the device is leaking. Issue occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Component and evaluation codes: updated. One device was received for evaluation. The complaint was confirmed. The leaks were coming from the damaged drain valve. After replacing the drain valve the device passed all the tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.